Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: expiration date unknown. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date unknown. One certain® ep® healing abutment 4.1mm(d) x 5mm(p) x 4mm(h) was returned for investigation. Visual evaluation of the as returned product identified damaged fractured at the screw threads. Functional testing could not be performed due to the nature of event. Pre-existing conditions were unknown. However, device was placed on tooth site 14 (fdi) for approximately 1 month. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. DHR review: DHR reviews could not be performed for the products reported as the lot numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: a year-long complaint history review by item numbers (itha54) was performed for similar category using keyword 'fracture screw 'complaint history review' and no complaint about nonconforming products were identified. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (itha54). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot and UDI number unknown / not provided.

Event description:
Doctor reported screw fracture. Abutment was placed on (B)(6) 2020.